Event description:
An alarm indicating an occlusion event was reported. The customer's blood glucose level exceeded 500 mg/dl, with the continuous glucose monitor reading "high," but a specific value was not provided. The customer administered a correction injection using multiple daily injections to address the high blood glucose level and did not require assistance from any third party. Multiple occlusion events were reported, with the customer resuming insulin therapy. Technical support determined no additional assistance was necessary and planned to close the case.